Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain in the left submuscular since implant and hematoma was observed. The hematoma was removed and the device was repositioned. The patient was in good condition.